Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue. Through an analysis of the electronic patient record in conjunction with the device keylog file, it was confirmed that the device did experience multiple warm boot conditions; however, a cause of this observed issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device lost power on its own during a patient event. The customer indicated that when they pressed the 12 lead button specifically, the device lost power. The reported loss of power occurred three times during the patient event. There was no adverse outcome to the patient during the reported event. The patient was in their 70's. No additional details of the event were made available.